Manufacturer narrative:
If explanted, give date: na (not applicable) there is no indication that the lens was explanted. (B)(6). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implant of a pcb00 18.5 intraocular lens (iol), the trailing haptic was stuck under the optic. There was no patient injury reported and no incision enlargement was required. The lens was implanted. The customer was concerned about the twisted, stuck haptic under the optic. When the lens finally becomes unstuck, it opens up in an unpredictable way which may cause damage to the capsular bag. No further information was provided.